Manufacturer narrative:
H3: analysis of the catheters revealed no significant anomaly; catheter body- deformed in shape and/or abrasion; did not affect infusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 11-jun-2004, UDI#: (B)(4). Product ID: 8578, serial/lot #: (B)(4), ubd: 20-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 mcg/ml at 221mcg/ day decreased to 150mcg/day today) via an implantable pump for unknown indications for use. It was reported that at an end of service pump replacement, the healthcare provider (hcp) was able to get some fluid aspirated back from the catheter but the flow of csf was not flowing like it should have been. Upon entering the back incision they were able to see that the catheter was not fully patent so a new catheter was implanted intrathecally. There were no environmental/external/patient factors that contributed to the issue. The issue was resolved at the time of the report. The devices will be returned for analysis. The patient's weight was (B)(6)kg and their medical history was asked but unknown. The patient was without injury at the time of the report.